Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported stent dislodgement and failure to advance could not be determined; however, the subsequent unexpected medical intervention and device embedded in tissue or plaque appears to be related to circumstances of the procedure. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. In this case, it is possible the device may have interacted with the 90% stenosed lesion during advancement, as resistance was noted, resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device may have caused the reported stent dislodgement; however, based on the information provided by the account and without the device to examine, this cannot be confirmed. The stent was crushed in healthy tissue. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat a subclavian vessel that is 90% stenosed. During advancement of a 7.0x29mm omnilink elite balloon-expandable stent, resistance was met and failed to cross. When attempting to remove the delivery system, the stent dislodged and was crushed in healthy tissue. No other device was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.